Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with an attached kinked doc guide wire extension. The resistance during advancement and retraction could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced toward an unspecified vessel, however, during insertion the transition did not feel smooth; friction was felt between the guide wire and the lesion. The procedure was completed using the guide wire, however, resistance was felt during an attempt to withdraw the guide wire, and an unspecified micro-catheter was advanced to retract the guide wire. There were no adverse patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.